Event description:
It was reported that the patient heard an alert for a spike in impedances on the right ventricular lead. The transmission showed questionable capture on the lead and double counting of the r-wave was noted. A lead fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer save to disk data file (B)(4) shows a patient alert for " rv pacing lead impedance greater than 3000 ohms" and "svc defib lead impedance greater than 200 ohms" on (B)(6) 2012.